Manufacturer narrative:
The certas valve (ID 828816) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; no defect was noted. The valve was hydrated. The catheters were irrigated no occlusions noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve, at the time of investigation no obstruction issue was noted.

Event description:
A physician reported a certas valve (ID 828816) was implanted in a 4-year-old male patient via v-p (ventricular peritoneal) shunt on (B)(6) 2022 with setting 4. Two weeks after implantation, the setting was set to 8 and it returned to 4, however the flow rate was not stable and under-drainage continued. The size of the ventricle did not change despite lowering the pressure, and became underdrainage. There was resistance even when the chamber was pumped. The imaging was performed, but the flow of cerebrospinal fluid could not be confirmed. Obstruction was suspected, therefore, the valve was removed and replaced on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.